Event description:
After insertion of the veres needle into the pt's abdomen, carbon dioxide gas was attached and inflation of the peritoneal space was attempted. No inflation occurred.

Manufacturer narrative:
During a lap assisted hysterectomy, no inflation was noted after the veres needle was inserted and the insufflator indicated occlusion. The needle was replaced and the procedure resumed without further incident. The veres needle is a component in a custom procedural pack. The component was returned for eval. Attempts to inject or withdrawn air through the needle were unsuccessful. There were no visible obstructions identified at either end of the needle. We have had no other similar incidents reported to us for this component.